Manufacturer narrative:
This report is related to MDR # 2015691-2020-11825. UDI (B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The heart is a multivalvular system with heart valves function to promote coordinated forward blood flow during the cardiac cycle. Repairing or replacing one valve might affect the function of another valve by changing the heart structure and/or the hemodynamics. Additional unplanned intervention might be required to restore the normal forward blood flow. In this case, compression on the aortic side of the lvot was observed on echo after the implant of the aortic valve. The patient was placed on a balloon pump. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that during an off-label transatrial case, a 29mm transcatheter valve was placed in the patient¿s native mitral valve, and a 27mm surgical valve was implanted in the aortic position. The two valves were very close to one another. Under echo, a compression on the aortic side of the lvot was observed. The patient was placed on balloon pump. On pod #3 the surgeon performed a septostomy to increase the area in the lvot. As of the morning of pod #5, the patient was stable, in ICU still on a ventilator and intra-aortic balloon pump. It was learned that the patient wasn¿t tolerating the pvl on the mitral valve and the patient was dependent on the balloon pump. The patient was also going into renal failure and the family didn¿t want to put him through dialysis. The family decided to withdraw all life support and the patient expired.

Manufacturer narrative:
Corrected data: updated sections b2 and h6.

Manufacturer narrative:
Corrected data: reference CAPA (B)(4).